Event description:
It was reported that the right ventricular (rv) lead exhibited noise and small r waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the set screw marks on the connector pin were too proximal. Analyst noted that there are two sets of set screw marks on the df-4 pin. One set of set screw marks on the is-1 pin is too proximal and one set is in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Event description:
It was additionally reported that the lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.